Manufacturer narrative:
The material number has been updated and batch number was provided on the label with the returned product, which is reflected in this follow up report.

Event description:
Lack of stability during placement. The material number has been updated and batch number was provided on the label with the returned product, which is reflected in this follow up report.

Event description:
Lack of stability during placement.